Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the working length/distal tip was twisted and bent. Additionally, the exposed cut wire was bent. The length of the exposed cut wire met specification. A functional evaluation found that the device met the bowing specification, however, when the handle was released the device did not completely unbow due to the kinked distal tip. The condition of the returned incident device was consistent with the complaint that the device cut wire would not release the bow completely. During manufacturing, tome devices are 100% inspected, so the condition of the device is likely due to handling during preparation. Therefore, the most probable root cause is handling damage. The device history record review found the device met all manufacturing specifications.

Event description:
Note: this report pertains to one of two devices used during the same procedure. The devices have been reported in MFR. Report # 3005099803-2011-00014 and # 3005099803-2011-00015.it was reported to boston scientific corporation that a hydratome rx sphincterotome was being prepared for an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2010.according to the complainant, when each device was bowed, it bowed beyond where it would normally stop and, when they attempted to unbow, it did not release the bow completely. The procedure was completed with a third hydratome rx sphincterotome.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of two devices used during the same procedure. The devices have been reported in MFR. Report # 3005099803-2011-00014 and # 3005099803-2011-00015.it was reported to boston scientific corporation that a hydratome rx sphincterotome was being prepared for an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2010.according to the complainant, when each device was bowed, it bowed beyond where it would normally stop and, when they attempted to unbow, it did not release the bow completely. The procedure was completed with a third hydratome rx sphincterotome.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.